Event description:
Information was received from a company representative regarding the a810 software app. On (B)(6) 2020 a tdd 338 service code was reported. The device crashes while using all apps. Per the reporter, there were many different issues with the tablet such as error 338 when working with synchromed ii, connections lost and needs to restart application. These errors happen constantly and the device has not been reliable. The device has issues printing at some locations. The reporter wanted a replacement device. There were no environmental, external or patient factors that may have led or contributed to the issue. The actions and interventions taken to resolve the issue was the device was being replaced. The issue was resolved at the time of the event. No further complications were reported regarding the event.

Manufacturer narrative:
Continuation of d10: product ID ct900a, serial# (B)(6), product type multiple therapy. Product ID a810, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.